Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm implant in the proximal left circumflex artery and a 3.0 x 23 mm xience xpedition stent in the ramus artery. One day post procedure, the patient's cardiac enzymes were elevated. No treatment was provided and the enzyme elevation resolved the following day. No serious adverse event occurred; however, the hospitalization was prolonged. The patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There were no reported product deficiencies and the device was not returned for analysis. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.